Manufacturer narrative:
At this time the lead and device remain in service. A boston scientific technical services (ts) agent reviewed the data disk and concluded that defibrillation threshold (dft) test was performed at implant and was successful with shock. No further questions were available for boston scientific technical services (ts) to review. If a revision procedure is performed and the products are returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was found to have been in chronic atrial fibrillation (af) arrythmia with high thresholds. The patent's regular ventricular tachycardia (vt) rhythm accelerated which was successfully converted anti-tachycardia pacing (atp) and eight shocks. The patient converted in to their own rhythm after one and half minutes which resulted in therapy exhaustion. A data disk was sent into boston scientific technical services (ts) for review and a possible revision maybe performed in the near future. No adverse patient effects were reported.